Event description:
It was reported that pump screen was dark and would not turn on, and although pump eventually turned on, customer experienced extreme difficulty pressing button and often needed multiple presses to light the screen. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to attempt specific button-press technique and, after confirming ongoing difficulty, was provided replacement pump, planned to use multiple daily injections as backup insulin therapy, was advised to put original pump into storage mode and return it with prepaid label, and was informed that pump settings and continuous glucose monitor connection would need to be set up again on replacement pump, which customer understood and acknowledged.